Manufacturer narrative:
Reported event. An event regarding inaccurate resection involving a mako robotic arm was reported. The alleged failure mode was not confirmed as there has been no onsite inspection by a field service engineer. Method & results. -product evaluation and results: a request for a field service engineer inspection was not made and the robot was not inspected as no service max case & work order exists. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed as there has been no onsite inspection by a field service engineer. If a field service inspection is requested, further investigation will be completed on this issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product nonconformity or unanticipated hazard.

Event description:
It was reported that the following occurred: "during a left pf only mako pka case, the holes for the post holes of the pf implant were not aligning with the trial implant. Prior to burring femur checkpoint and the burr checkpoint passed. The surgeon asked for medializing the implant by 2-3 mm and reburring the holes again. Before reburring, both the femur checkpoint and the burr checkpoint were checked and both passed. The surgery was extended by 10 minutes due to this issue.". Prolongation of the surgery by 10 minutes.

Event description:
It was reported that the following occurred: "during a left pf only mako pka case, the holes for the post holes of the pf implant were not aligning with the trial implant. Prior to burring femur checkpoint and the burr checkpoint passed. The surgeon asked for medializing the implant by 2-3 mm and reburring the holes again. Before reburring, both the femur checkpoint and the burr checkpoint were checked and both passed. The surgery was extended by 10 minutes due to this issue." Prolongation of the surgery by 10 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.